Event description:
It was reported that after a tonsillectomy / adenoidectomy procedure using the evac 70 xtra hp with integrated cable, it was noticed that the pt had sustained a small burn on the corner of his mouth during the procedure. No info was provided as to the severity of the burn, treatment received, or any additional details requiring the event.